Event description:
It was reported that the user experienced an ilet insulin delivery issue attributed to an insulin cartridge and/or tubing connection failure, which was addressed by exchanging the infusion set and cartridge, consistent with a device fitting problem involving the connector/coupler. Symptoms included unknown clinical effects. Outcomes included unknown impact to the user. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.